Event description:
It was reported that a revision surgery was performed due to dislocation.

Manufacturer narrative:
The associated genesis ii ps high flexion insert was returned and evaluated. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. A lab analysis conducted during this investigation noted that lock detail deformation and scratches are observed on the inferior surface of the insert. The exact cause could not be determined from the investigation of the device. There were no observations of material or manufacturing deviations in the course of this investigation. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing or product specifications for the listed batch did not reveal abnormalities that could have contributed to the reported issue. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.